Event description:
It was reported that during the patient's lithotripsy procedure, the patient went into ventricular fibrillation (vf). When the lithotripsy treatment was withheld, the rhythm returned to normal. No additional information could be obtained after multiple follow-up attempts. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.